Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refn2057 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported, "the patient underwent PICC intubation on (B)(6) 2021. During the ward round on (B)(6) 2021, it was found that the patient had a second-degree pressure ulcer on the PICC. The blister was about 3.5cm, and the PICC applicator was immediately replaced, decompressed, and the blister was extracted, and the observation was continued. It is normal for the dressing to be changed weekly, and pressure ulcers are uncommon."